Event description:
According to available information, this device required explantation due to recurrent urinary tract infections. An inflatable penile prosthesis disorder was also noted. A malleable device from another manufacturer was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
A titan pump, two cylinders and reservoir were received for evaluation. Because examination of the returned components may not conclusively confirm or disprove the report of recurrent uti / ipp disorder, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to available information, this device required explantation due to recurrent urinary tract infections. An inflatable penile prosthesis disorder was also noted. A malleable device from another manufacturer was implanted. No other adverse patient effects were reported.